Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted that a tissue cavity. A staple line and two grasping instruments could be seen. Other staples could be seen protruding from the tissue cavity. A grasping instrument was used to pull tissue from the staple line. An instrument was applied to the staples. A grasping instrument was able to be inserted between the stapled tissue. The staples could not be properly examined for proper formation. The reload was not visible in the returned video. It was reported that the staple line did not hold, opened up, and the staples did not secure the tissue, resulting in the cutting line end (intraluminal access) being exposed. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that there was a staple formation issue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the roux-en-y gastric bypass (rygb) procedure, after firing at the jejuno-jejunostomy, the staple line did not hold, opened up, and the staples did not secure the tissue, resulting in the cutting line end (intraluminal access) being exposed. The end of the staple line at the jejuno-jejunostomy was visible from the outside. The intraluminal space was accessible with another manufacturer's instrument without much tension on the anastomosis. A staple formation issue was also noted. Suturing was performed as a staple line reinforcement to address the staple line failure.